Event description:
It was reported that during a balloon angioplasty procedure the catheter broke. The lesion was located in the arm. The gladiator 7.0x40, 75cm balloon catheter fractured and seperated during the procedure. There was approximately 8mm of catheter plus the balloon that broke off inside the patient. They were able to snare everything out from the patient. The procedure was completed with another of the same device. No other patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: under 18 years old. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on, device returned to manufacturer, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: initial examination of the returned device noted that the shaft was broken at approximately 125mm proximal to the distal tip. Severe stretching was noted at the break site. The portion of the shaft distal to the break was kinked along its length. Examination of the remainder of the proximal portion of the shaft noted no damage. The balloon material was deflated but not correctly wrapped. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a balloon angioplasty procedure, the catheter broke. The lesion was located in the arm. The gladiator 7.0 x40, 75cm balloon catheter fractured and separated during the procedure. There was approximately 8mm of catheter plus the balloon that broke off inside the patient. They were able to snare everything out from the patient. The procedure was completed with another of the same device. No other patient complications were reported and the patient's status is ok.